Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post routine device changeout a lead warning occurred due to high/undefined pacing impedance on the right ventricular (rv) lead. It was further reported that the implantable cardioverter defibrillator (ICD) setscrew was loose. The setscrew was tightened and the impedance issue was resolved. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.